Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and actual evaluation of one device. A visual inspection of the returned photo noted: the image depicts the device in the blister tray. The contents of the device are scattered about the tray. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic inguinal hernia repair with mesh before the device was used in the patient, they realized that the plastic cover around structural balloon was already opened so the device was not used. Another device was opened to complete the case. There was no patient harm.